Manufacturer narrative:
During initial installation of the device at a healthcare facility, the technician in charge intended to program a prevacuum cycle based on user-specified parameters. He entered the parameters and renamed the program to identify the prevacuum cycle. However, he failed to save the changed parameters and the program reverted to the original gravity cycle parameters. Thus, whenever the supposedly prevacuum program was run, a gravity cycle was executed. The program was used occasionally from 12/11/2018 through 8/1/2019. Seven sterilizers were installed at the affected healthcare facility at the time under the supervision of the same technician. Four of the sterilizers were affected by a similar problem. This is medical device report number one of four. The programming error has been corrected and the program is running properly. Corrective and preventive actions have been initiated.

Event description:
A user-specified prevacuum sterilization cycle was incorrectly programmed by the technician during initial installation of the sterilizer. The program ran a gravity cycle with additional sterilization hold time. Device sterilization was ensured, but the error repeatedly resulted in wet packs.